Event description:
New information received noted the patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017, due to oversensing.